Event description:
Healthcare professional reported "exchange with no complaint against device" of a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Referencing reoprt mw5190677. Pt: 1924. Device: 4061. This report captures breat implant #2.